Event description:
It was reported that during use, unit ran about 3 compressions, stopped and shut down. Patient was a 280 lb male. Customer tried another set of batteries without any success. Manual CPR was performed. Customer stated that the batteries have proper test cycles and are being properly maintained. The report for the autopulse resuscitation system that was involved in this event was filed under 3003793491-2012-00074.

Manufacturer narrative:
Three batteries (serial #''s: (B)(4)) were returned. All batteries failed power testing. Product labeling indicates that the useful life of each battery is 2-4 years and that battery life is influenced by frequency of use, and frequency of routine battery maintenance. Batteries were 2+ years old and event hough 2 of the 3 batteries had been maintained, they may have aged past the end of their useful lives. Battery serial # (B)(4) was not maintained properly. Due to the age of the batteries, the most likely cause for the reported event is the use of batteries that may have aged beyond their expected lives.